Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed ¿connect cgm / enter bg / dosing stopped¿ while the dexcom g7 was paired to both a phone app and a dexcom receiver, which prevented cgm data from streaming to the pump and interrupted automated dosing until a fingerstick glucose of 353 mg/dl was entered and insulin delivery was resumed after guidance to restart and re-pair the cgm. Symptoms included hyperglycemia. Outcomes included temporary interruption of automated insulin dosing with recovery after manual bg entry and successful cgm re-pairing, without hospitalization. Investigation included technical troubleshooting, confirmation of concurrent g7 pairings, instruction to disable the receiver, and guided re-pairing to restore cgm connectivity. Investigation of this case revealed that cgm connectivity was impaired due to exceeding the dexcom g7 pairing limit, which led to the pump remaining in pairing state and pausing automated dosing until resolved; device function normalized after receiver deactivation and successful re-pairing. It was concluded, based on previously established findings for similar reports, that the cause was user pairing configuration leading to cgm communication disruption.